Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified access set leaked. During a 24 hour etoposide infusion, a leak was observed "around the in-line filter". There was no report of patient injury or medical intervention associated with this event. No additional information is available.